Event description:
Reporter alleged when going to the dr to test the meter, the nurse tested her glucose which read 243 mg/dl on the customers' meter compared to the meter at the doctors' office which measured 100 mg/dl. Customer stated recent readings were in the 300s mg/dl however, had not had any high blood symptoms. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.